Manufacturer narrative:
Additional information - h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure it was discovered via x-ray that the right ventricular (rv) lead had perforated which resulted in cardiac tamponade. The patient blood pressure declined, and a pericardiocentesis was performed. The rv lead exhibited high pacing impedance and elevated thresholds. The rv lead was explanted and replaced. The patient has been discharged and is now recovering.